Manufacturer narrative:
B3: event date is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they quit using their implanted neurostimulator a couple months ago for like 2 months because they thought the stimulation wasn't helping with their pain. Patient said they cranked the stimulation up some so they felt a tickling in their back, but still the stimulation didn't nullify any of the pain. No device issues reported. Pt called back and reported that a while ago they noticed that they were not feeling stimulation on group c - pt stated they increased stim up to 10.0 but they felt nothing. On the call pt changed to group a and stated that they could feel stim at 6.0 but then a few minutes later stated they no longer felt tingling. Pt tried to increase stimulation to 7.5 but felt nothing. Pt tried group b but stated they were also not feeling any stimulation. Pt stated he changed back to group a and increased to 8.0 and stated they were feeling intermittent stimulation. Pt stated they were sitting and not changing their position but they will just feel stim every once in a while. Pss suggested that pt have the programming checked. Pt is concerned that there is something wrong with the ins. Pt mentioned that they charged their controller and ins to 100% last night and they shut the ins off - pt stated that when they woke up today their ins battery was depleted and they were sure that the ins was off last night. Pss is sending a message to the field. Rep responded they would set up a time to meet with the patient. [See sr 607852158 for reported equipment issues].

Event description:
Additional information was received, it was reported the patient was reprogrammed and was now getting relief. The patient had not turned up their other programs high enough. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.